Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly to the b1/interface board. The pump was received with a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump was on lock mode and the pump just went blank. Customer's blood glucose was 248 mg/dl at the time of the incident. Troubleshooting was performed and the customer inserted a new battery but she stated that the display did not return. Customer stated that the pump display will not come back on. Customer reported that she dropped the bump and the screen went blank. Customer changed the battery 3 times and the pump still did not come back on. Customer was trying to rewind the pump but the screen will not come back. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.